Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked at the end part where the silicone tube is inserted in the female connector. This event occurred after the patient returned from the operating room, during the first cleaning after the insertion of the peritoneal catheter. After the set change, the silicone tube had detached from female connector. There was no patient injury or medical intervention associated with this event. No additional information is available.